Event description:
Additional information was received from the patient. The pt called back and repeated information from this case noting they received the replacement recharger but still experienced longer ins charge times of 4-5 hours. Pt added the battery would last 24 hours only but didn't know if they were referring to the ins or controller battery. Helped the pt inspect the li battery pack contacts, but no visible damage was detected. Agent sent an email to repair for an li battery pack.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indication for use was non-malignant pain. It was reported that the patient stated they were told by their representative to charge within 30 minutes and it's never charged sooner than 5 hours. The patient stated this had been an ongoing issue for years and they just keep getting replacement parts. The patient said the way the battery is placed between their waist and hip, it doesn't matter how tightly they fasten the belt, it slides all over. The patient also stated it takes hours to charge implant and it never lasts very long. The patient mentioned they spent a whole day charging at one time and the battery never lasts more than 8-10 hrs. The patient stated they were told it will last 2 days, the patient denied changing initial programming. The patient stated it was never that effective anyway while talking about initial programming. The manufacturer's patient services specialist (pss) offered to help the patient inspect equipment, but the patient said everything has been replaced and nothing helped. The patient was redirected to their healthcare provider to further address the issue. Pss reviewed role of representative and redirected the patient to healthcare provider. The patient called back and repeated information from this case noting they recharge with the stimulation off, but still experienced longer ins charge times and the controller battery would deplete before the ins could charge. Pss helpedthe patient inspect the recharger cord, recharger plug and the patient noted the triangle was rubbing off on the plug. A replacement recharger was sent out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; n/a product ID m943899a; product type: 0001-accessory; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.